Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2014 at 8:15pm he activated a new pod and his blood glucose and insulin delivery history is as follows: time: 11:47pm, bg (mg/dl): 264, bolus (u) 7.5. Date: (B)(6), time: 6:30pm, bg (mg/dl): 319. The pod was then removed and he noticed the cannula was bent there was also leaking on the adhesive pad.